Event description:
It was reported that a patient underwent a percutaneous procedure from l1-l3. At an unknown time post-op, it was reported that two set screws were loose. The patient underwent a revision surgery to remove the set screws.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that optical and microscopic examination identified minimal witness marks on set screw interface surface, and one mark consistent with rod contact on face. Based on witness mark distribution, the rod does not appear to have made contact along the entire diameter of the set screw. Node deformation height found to be atypically less (taller node), in comparison to bench samples. The above observations are consistent with incomplete seating of the set screw due to rod angulation at final tightening.